Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di #. H4: added device manufacture date. H6: conclusion code remains unchanged. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) center. (B)(6), md. Radiology-CT abdomen/pelvic. Clinical information: right lower quadrant abdominal pain. Incarcerated hernia. Impression: indeterminate lesion in the dome of the liver as described above. Anterior abdominal wall hernia containing only intra-abdominal fat. (B)(6) 2005: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: incisional herniorrhaphy. Mesh placement for incisional hernia repair. Placement of on-q pain pump. Procedure in detail: ¿after the patient was properly identified, she was brought to the operating room where she was placed on the table in the supine position. The area overlying the incision was prepped and draped in the usual sterile fashion. The incision was incised with a #15 blade and dissection was carried through the subcutaneous tissue using electrocautery for hemostasis. The subcutaneous tissue was undermined circumferentially for a distance of approximately 6 centimeters. The hernia sac was excised and passed off the table. The hernia was repaired with #1 running looped on pds. Marlex mesh was then fashioned to overlay the repair and secured in place with the stat tacker. The on-q pain pump percutaneous sheath was passed into the incision site and the needle removed. The catheter was passed through the sheath. The catheter was positioned overlying the incision site. The catheter was secured in place with ½ inch steri-strips. The subcutaneous tissue was reapproximated with interrupted vicryl, and the skin was closed with a subcuticular stitch. On occlusive dressing was placed over the wound. The patient tolerated the procedure well and there were no intraoperative complications. The estimated blood loss for the procedure was minimal.¿ (B)(6) 2005: (B)(6) centre. (B)(6), md. Radiology-CT abdomen/pelvis. Impression: stable infraumbilical hernia containing mesenteric fat. 2.4 x 2.2 cm post-surgical or inflammatory granuloma in association with right lower quadrant subcutaneous surgical sutures. (B)(6) 2005: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvic. History: abdominal pain. Impression: there is an anterior later abdominal wall mass within the pelvis superficial to rectus muscle possibly a chronic hematoma and less likely a small hernia. (B)(6) 2007: [missing records: a CT scan showing the ¿fat containing ventral hernia¿ were not provided.] (B)(6) 2007: (B)(6) center. (B)(6), md. History and physical. History: referred for evaluation of severe pelvic pain. Describes severe right lower quadrant and pelvic pain lasting throughout menses every [sic] undergoing an incisional hernia repair with marlex mesh placement in (B)(6) 2005. She has had serial abdominal and pelvic CT scans and pelvic ultrasounds. Most recently, abdominal and pelvic CT on (B)(6) 2007, revealed nonspecific heterogeneous mass of the left hepatic dome slightly enlarged compared to the last study, (B)(6) 2005, and a fat containing ventral hernia. Exam: weight 243 lbs, bmi 43. Abdomen: tender of right side of previous pfannenstiel incision, which is the site of the incisional hernia repair. Voluntary guarding at that site. Impression: pelvic pain. Right lower quadrant pain and swelling during menses at the site of prior hernia repair. Severe dysmenorrhea. Menorrhagia. Submucosal uterine leiomyoma [fibroids]. Plan: laparoscopy during menses, dilation and curettage hysteroscopy, tubal insufflation. (B)(6) 2017: (B)(6) health. (B)(6), md. Radiology-CT abdomen/pelvis. Findings: CT abdomen: there are no pleural fluid collections. A small hiatal hernia is present the eg junction. CT pelvis: there is evidence of prior right ventral hernia repair with an irregular subcutaneous/right pelvic wall soft tissue density measuring 44 x 43 x 64 mm. There is soft tissue density contains no fluid or gas. There is also a widemouth midline ventral hernia within the mid pelvis containing fat. (B)(6) 2018: (B)(6) clinic. (B)(6), md. Office visit. Reason for appointment: ventral hernia. Past medical history: diabetes. Surgical history: cesarean section 2001, cesarean section (B)(6) 2013, hernia 2004, dnc [dilation and curettage] 2007. Assessments: scar condition and fibrosis of skin. Incisional hernia. Endometrioma. The mass seen on CT scan may be an endometrioma since her symptoms of pain worsen at the time of her cycle. Patient has 2 ventral hernias. They contain fat. I am not certain that they are contributing to her overall pain as much as the mass and inflammatory changes around her previous right lower abdomen repair. Due to the patient¿s characteristics, I would advise that they undergo a laparoscopic hernia repair with intraperitoneal placement of mesh. History of present illness: the affected area is located in the right lower abdomen. Onset after a previous repair in 2004. Prior testing includes CT that showed widemouth midline ventral hernia within the mid pelvis containing fat; there is evidence of right lower abdomen repair with some metallic tacks with some evidence of inflammation and a mass superficial to the muscle; small umbilical hernia with fat. Bmi 47.06. Exam: abdomen: obese, well healed incisions, large pannus. Tender in right lower pannus with difficulty palpating any masses due to the thick abdominal wall. Cannot palpate umbilical nor her midline hernia either due to the thick abdominal wall. (B)(6) 2018: (B)(6) health. (B)(6), md. Radiology-MRI abdomen. History: abnormal liver findings on CT abd/pelvis. Generalized intra-abd and pelvic swelling, mass and lump. Unspecified abdominal hernia without obstruction or gangrene. Leiomyoma of uterus, unspecified. Impression: small mass in the left lobe of the liver is reidentified and has nonspecific mr appearance and enhancement patter. However, appearance and relative stability would favor benign process, possibly atypical hemangioma. Continued imaging surveillance will be needed to ensure stability. Correlation with hepatic ultrasound may prove useful. If lesion proves visible, sonographic surveillance may be preferable. If not, repeat hepatic MRI in 6 months recommended. (B)(6) 2018: (B)(6) hospital. (B)(6), md. History and physical. Long history of abnormally heavy bleeding and symptomatic fibroid uterus, along with constant right lower quadrant pain and multiple ventral hernias. Past medical history: obesity. Weight 273 lb. Body mass 46.9. Medications: metformin. Exam: abdomen obese. One midline hernia is palpable, others not. Assessment: will have laparoscopic repair of ventral hernias by dr. Goers after conclusion of planned tlh/bs [total laparoscopic hernia/bilateral salpingo-oophorectomy] today using davinci system. Planned left upper quadrant due to midline hernias. (B)(6) 2018: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia with incarcerated omentum. Postoperative diagnosis: incisional hernia repair with incarcerated omentum times 2. Procedure performed: laparoscopic incisional hernia repair with mesh 19 x 15 cm gore dualmesh. Details of procedure: ¿dr. (B)(6) had patient in the operating room for her robotic hysterectomy. Please see her full dictation of that procedure. I was then brought into the operating room. The robotic was undocked. We were then able to identify a hernia defect in her suprapubic space. This was the location of her pfannenstiel incision for her c-section. Dr. (B)(6) had already removed the incarcerated contents. We were then able to continue with observing the rest of the abdominal wall. There was the most prominent defect, which was seen on her CT scan in her right of midline abdomen. Finally, then we were able to continue with measuring for the defect. Across the midline, the dimensions were 6 cm from the suprapubic space to above the 8 mm trocar site that was placed above the umbilicus was approximately 10 cm. Therefore, we were able then to select a 19 x 15 cm piece of gore dualmesh. We placed gore-tex suture at the 12 and the 6 o'clock positions on the mesh. The mesh was rolled and then placed into the abdomen through the 8 mm trocar site. Finally, then we were able to continue with unfurling the mesh. Finally, we used the suture retriever to grasp the suture inferiorly first. The suture retriever was placed just superior to the pubis bone. We were able to bring the suture up without any difficulty. We then flattened the mesh and then brought the suture just above the 8 mm trocar site. The mesh was lying quite flat. We tied down these sutures without any difficulty. We then were able to use the securestrap [sic] to affix the mesh circumferentially to the peritoneal surface lateral to the hernia defect. Finally, then we were able to place another gore-tex suture at the 3 and the 9 o'clock positions of the mesh. This achieved full transabdominal fixation. We then were able to inspect the abdomen for bleeding or any bowel injury, none was identified. We then were able to infiltrate with the rest of the 0.5% marcaine that was not infiltrated by dr. Daniel around the perimeter of the mesh. We then were able to release the pneumoperitoneum. All the trocars were removed. We infiltrated with 0.5% marcaine. The skin was then closed using 4-0 monocryl. Dermabond was applied as a dressing. We then were able to place an abdominal binder as the patient was transferred to the recovery area for further observation. Please see the anesthesia record for total IV fluids and estimated blood loss. There was no specimen for my portion of the procedure.¿ (B)(6) 2018: [assigned] (B)(6) hospital. (B)(6), md. Operative note. Document contains addenda. Indication for surgery: menorrhagia. Symptomatic fibroid uterus. Right lower quadrant pain. Multiple ventral hernias, previously repaired/failed. Preoperative diagnosis: as above. Postoperative diagnosis: same. Operation: hysterectomy, robotic tlh/bs [total laparoscopic hysterectomy/bilateral salpingo-oophorectomy]. Lysis of adhesions. Surgeons: (B)(6) , md. (B)(6) , md. Assistant: (B)(6) , sfa. Estimated blood loss: 50 cc. Specimens: permanent: uterus, cervix, bilateral fallopian tubes. Findings: midline ventral hernia with omentum adhesed within it, from midline infraumbilical region to location of previous pfannenstiel, where a second defect was located. Enlarged uterus encased in sigmoid in sigmoid bowel adhesions emanating from antimesenteric epiploica. Ovaries and tubes were density adherent to each other and to uterus, bilaterally. Multiple fibroids. Normal appendix. Ovaries appeared normal and remain intact. Bilateral ureteral activity at conclusion of hysterectomy portion of case. (B)(6) 2018: (B)(6) hospital. Implant sticker. Gore® dualmesh® plus biomaterial. Ref: 1dlmcp04. Sn: (B)(4). Expires: 2020-05-31. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/16472593) was implanted during the procedure. (B)(6) 2018: [assigned] (B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: anemia due to chronic blood loss. Chronic right lower quadrant pain. Status post hysterectomy. Type 2 diabetes mellitus. Ventral hernia. Hospital course: admitted for scheduled robotic tlh/bs [total laparoscopic hysterectomy/bilateral salpingo-oophorectomy] with extensive loa [lysis of adhesions], prior to planned mesh repair of midline ventral hernia by dr. (B)(6) . Weight 273 lb. Bmi 46.9. Discharge medications: metformin. (B)(6) 2018: (B)(6) clinic. (B)(6), md. Office visit. Follow up incisional hernia. Assessments: seroma vs retained mesh. Treatment: will reassess her abdominal wall in 6 weeks to see if her tenderness/seroma has resolved. If not, we will rect [sic] to see if she has any retained mesh causing her issues. History of present illness: returns to office 4 weeks status post laparoscopic incisional hernia repair. Report her pain is improving but still present in the right lower abdomen. Deny any drainage from the wound. Exam: abdomen is soft. Incision is pink and healing well. No drainage. Tender in right lower abdomen. I feel some firmness in this area but she is too tender to examine deeply. (B)(6) 2018: (B)(6) clinic. (B)(6), md. Office visit. Returning having problems from surgery. Follow up incisional hernia. Assessments: right lower quadrant abdominal pain. Treatment: pain is likely from her old mesh placed for a previous hernia repair as well as nerve damage. In order to remove the old mesh, we will have to perform an open operation with an incision from her umbilicus to her pubic bone to remove any foreign bodies found. Also discussed that the pain may not improve after we remove the foreign body as this may be primarily be caused by nerve damage. Will obtain CT abdomen to evaluate her most recent repair to ensure it is not contributing to this abdominal pain. History of present illness: return to the office 3 months status post laparoscopic incisional hernia repair. Reports having a right lower abdominal pain that she had preoperatively. Having no difficulty with her last operation. Denies pain in other areas of her abdomen. Pain is constant. Exam: abdomen: no open skin lesions. Obese, well healed incisions, large pannus. Tender in right lower pannus with difficulty palpating any masses due to the thick abdominal wall. No ventral hernias palpated. (B)(6) 2018: (B)(6) health. Radiology-CT abdomen/pelvis. Findings: lung base evaluation motion degraded. Mild bibasilar atelectatic changes are noted. Nonspecific sclerosis sacroiliac joints reidentified suggestive nonspecific sacroiliitis and or osteitis condensans ilii postsurgical changes mesh hernia repair ventral lower abdominal wall now present new from prior. Minimal fat-containing ventral abdominal wall hernia is suggested along the superior aspect of the mesh. Postsurgical changes right lower quadrant ventral abdominal wall again seen similar to prior with associated ill-defined soft tissue mass in the area of right lower quadrant surgical changes subcutaneous soft tissues an abutting the right ventral aspect of the rectus musculature. This masslike opacity measures approximately 4.2 x 3.8 cm axial image 66. This comparison with approximately 4.8 x 4.4 cm prior exam. Heart is borderline size. On image 11, indeterminate 2.4 x 1.6 centimeter low density left lobe liver comparisons with 2.8 x 1.8 cm prior exam. Noncontrast liver, spleen, pancreas, and adrenal glands unremarkable exception mild adrenal gland thickening similar to prior. There is no evidence of hydronephrosis or nephrolithiasis. Ureters are difficult to follow particularly in the pelvis. No definite hydroureter or uretral calculi are seen. Urinary bladder decompressed. Uterus not definitely identified. Colonic diverticulosis present without definite CT evidence of acute diverticulitis. Moderate stool in the colon no obvious pericecal inflammatory change or dilated inflamed appendix in the right lower quadrant. Bilateral l4 pars defects with grade 1 anterolisthesis l4 on l5. Impression: mild cardiomegaly. Indeterminate 2.4 x 1.6 centimeter low density left lobe liver stable to minimally decreased in size from prior exam as above. New postsurgical changes mesh hernia repair ventral abdominal wall with tiny fat-containing ventral hernia along the superior margin the mesh. Again noted postsurgical changes right lower quadrant ventral abdominal/pelvic wall with indeterminate soft tissue mass within the right lower quadrant ventral soft tissues stable to minimally decreased in size. (B)(6) 2018: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnosis: chronic right lower abdominal pain. Postoperative diagnoses: endometrioma. Chronic mesh [sic]. Procedures performed: excisional endometrioma. Excision of foreign body including mesh and suture and tacks from the right lower abdominal wall. Anesthesia: general. Description of procedure: ¿ms. (B)(6) was brought to the operating room and placed in the supine fashion. She had received ancef for infection prophylaxis. She had lower extremity sequential devices placed for dvt [deep vein thrombosis] prophylaxis. Once under general anesthesia, her right lower abdomen was prepared using chlorhexidine solution. Sterile drapes were then placed. An incision was made in the right lower pannus. We then dissected through the dermis and the subcutaneous tissues using cautery. We were then able to identify the very firm and scarred tissue in the right lower abdomen. We then were able to identify an edge what appeared to be the mesh. We used cautery to start developing this edge. There was no muscle involvement with this portion of the mesh. As we dissected close to the patient¿s pubis bone, we continued to peel the mesh off of the external oblique and the rectus. There was no penetration of the muscle of the mesh, however. We then encountered some brown fluid within the subcutaneous tissues. This appeared to be an endometrioma. This was quite a small one. As we continued our dissection, there was a much larger one that was encountered. We then continued to use cautery to completely remove the foreign body including the mesh what appeared to be prolene sutures along the endometrioma from the subcutaneous tissues. Along the mesh edges, there were also some metallic tacks. These were kept intact with the mesh and then excised from the subcutaneous tissues as well. As we continued with the excision off of the anterior fascia, we found that we were able to identify the contralateral edge of the mesh. We then were able to completely remove all of the foreign body in the endometrioma and this was marked appropriately and sent for pathologic review. We then turned our attention to the wound. The fascia again was intact. There were only very small areas of bleeding and these were cauterized. We then irrigated with saline. We infiltrated with 0.5% marcaine. We then were able to place a #15-french round blake drain into the deep subcutaneous tissues. We then were able to close the deep subcutaneous tissues with two layers of 2-0 vicryl. The dermis was then closed using interrupted 3-0 vicryl. We then closed the skin using 4-0 monocryl in a running fashion. Dermabond was then applied as a sterile dressing. The patient tolerated the procedure without any difficulty. She was then awoken from anesthesia and transferred to the recovery area for further observation. Please see the anesthesia record for total IV fluids and estimated blood loss. The specimen was the endometrioma and the foreign body including mesh, tacks, and prolene sutures from the right lower abdomen.¿ (B)(6) 2018: pathgroup. (B)(6), md. Pathology report. Accession #: (B)(4). Diagnosis: foreign body, right lower quadrant, excision: mesh-like material (see gross description). Endometriosis with extensive hemosiderin laden macrophages. Gross description: received in formalin labeled ¿(B)(6) , right lower quadrant foreign body¿ is a piece of fibroadipose tissue which is ovoid, indurated, 6.5 cm from lateral to medial, 4.5 cm from superior to inferior, and 4 cm from anterior to deep. The nodule has been previously incised and there is red-brown hemorrhagic fluid exuding from the cut. At the lateral and deep margins, is a piece of mesh which measures 7.5 x 4.5 cm. The margin is inked as: superior ¿ orange, inferior ¿ black, lateral ¿ blue, medial ¿ green, anterior ¿ red, deep ¿ yellow. Sectioning reveals tan-white, dense, rubbery, fibroconnective tissue with honeycombed areas filled with red-brown, thick, hemorrhagic fluid. No discrete well-defined nodules are seen. Representative sections are submitted as: a) superior margin with hemorrhagic area, 1/1; b) anterior margin with hemorrhagic area, 1/1. Microscopic description: microscopic examination is performed. Procedure: open right lower quadrant foreign body removal. Clinical hx: right lower quadrant abdominal pain with hx of endometriosis and hernia repair. Specimen list: right lower quadrant foreign body, short stitch deep, long stitch lateral. (B)(6) 2018: (B)(6) clinic. Pllc. (B)(6), md. Discharge instructions. Do not lift greater than 10 pounds for 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2018, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, contraction, foreign body reaction, mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 3191: appropriate term/code not available for ¿contraction, foreign body reaction, mesh removal¿] were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span february 21, 2005 through november 27, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from february 2, 2007 through november 16, 2017 were not provided. Patient information: medical history: ¿ obesity. ? (B)(6) 2007: 243 lbs., bmi 43. ? (B)(6) 2018: 275 lbs., bmi 47.06. ? (B)(6) 2018: 273 lbs., bmi 46.9. ? (B)(6) 2018: 244 lbs., bmi 43.1. ¿ diabetes mellitus. ? (B)(6) 2018: metformin. ¿ (B)(6) 2005: abdominal wall hernia. ¿ (B)(6) 2007: ventral hernia. ¿ (B)(6) 2017: hiatal hernia. ¿ (B)(6) 2017: ventral hernia. ¿ (B)(6) 2018: ventral abdominal wall hernia. Surgical procedures: ¿ 2001 and (B)(6) 2013: cesarean section. ¿ 2004: noted as ¿surgical history: hernia.¿ ¿ (B)(6) 2005: liver biopsy. ¿ (B)(6) 2005: incisional herniorrhaphy. Mesh placement for incisional hernia repair. Placement of on-q pain pump. Implant: marlex.. ¿ (B)(6) 2018: laparoscopic incisional hernia repair with mesh 19 x 15 cm gore dualmesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2018: excisional endometrioma. Excision of foreign body including mesh and suture and tacks from the right lower abdominal wall. Relevant medical information: ¿ (B)(6) 2005: CT abdomen/pelvic [a/p]. Clinical information: ¿right lower quadrant abdominal pain. Incarcerated hernia. Impression: indeterminate lesion in the dome of the liver as described above. Anterior abdominal wall hernia containing only intra-abdominal fat.¿ ¿ (B)(6) 2005: incisional herniorrhaphy. Mesh placement for incisional hernia repair. Placement of on-q pain pump. Implant: marlex.. Procedure: ¿the incision was incised with a #15 blade and dissection was carried through the subcutaneous tissue using electrocautery for hemostasis. The subcutaneous tissue was undermined circumferentially for a distance of approximately 6 centimeters. The hernia sac was excised and passed off the table. The hernia was repaired with #1 running looped on pds. Marlex mesh was then fashioned to overlay the repair and secured in place with the stat tacker.¿ ¿ the subcutaneous tissue was reapproximated with interrupted vicryl, and the skin was closed with a subcuticular stitch.¿ ¿ (B)(6) 2005: CT a/p: ¿stable infraumbilical hernia containing mesenteric fat. 2.4 x 2.2 cm post-surgical or inflammatory granuloma in association with right lower quadrant subcutaneous surgical sutures.¿ ¿ (B)(6) 2005: CT a/p: ¿there is an anterior later [sic] abdominal wall mass within the pelvis superficial to rectus muscle possibly a chronic hematoma and less likely a small hernia.¿ ¿ (B)(6) 2007: history and physical. ¿referred for evaluation of severe pelvic pain. Describes severe right lower quadrant and pelvic pain lasting throughout menses every [sic] undergoing an incisional hernia repair with marlex mesh placement in (B)(6) of 2005. She has had serial abdominal and pelvic CT scans and pelvic ultrasounds. Most recently, abdominal and pelvic CT on (B)(6) 2007, revealed nonspecific heterogeneous mass of the left hepatic dome slightly enlarged compared to the last study,(B)(6), 2005, and a fat containing ventral hernia. Exam: abdomen: tender to right side of previous pfannenstiel incision, which is the site of the incisional hernia repair. Voluntary guarding at that site. Impression: pelvic pain. Right lower quadrant pain and swelling during menses at the site of prior hernia repair. Severe dysmenorrhea. Menorrhagia. Submucosal uterine leiomyoma [fibroids]. Plan: laparoscopy during menses, dilation and curettage hysteroscopy, tubal insufflation.¿ [records related to the plan for laparoscopy were not provided.] ¿ (B)(6) 2017: CT abdomen: ¿there are no pleural fluid collections. A small hiatal hernia is present the eg junction. CT pelvis: there is evidence of prior right ventral hernia repair with an irregular subcutaneous/right pelvic wall soft tissue density measuring 44 x 43 x 64 mm. There is soft tissue density contains no fluid or gas. There is also a widemouth midline ventral hernia within the mid pelvis containing fat.¿ ¿ (B)(6) 2018: office visit. ¿reason for visit: ventral hernia. The mass seen on CT scan may be an endometrioma since her symptoms of pain worsen at the time of her cycle. Patient has 2 ventral hernias. They contain fat. I am not certain that they are contributing to her overall pain as much as the mass and inflammatory changes around her previous right lower abdomen repair. Due to the patient¿s characteristics, I would advise that she undergo a laparoscopic hernia repair with intraperitoneal placement of mesh. The affected area is located in the right lower abdomen.¿ ¿exam: abdomen: obese, well healed incisions, large pannus. Tender in right lower pannus with difficulty palpating any masses due to the thick abdominal wall. Cannot palpate umbilical nor her midline hernia either due to the thick abdominal wall.¿ ¿ (B)(6) 2018: MRI abdomen. ¿generalized intra-abd and pelvic swelling, mass and lump. Unspecified abdominal hernia without obstruction or gangrene. Leiomyoma of uterus, unspecified. Impression: small mass in the left lobe of the liver is reidentified and has nonspecific mr appearance and enhancement pattern. However, appearance and relative stability would favor benign process, possibly atypical hemangioma.¿ implant preoperative complaints: ¿ (B)(6) 2018: history and physical. ¿long history of abnormally heavy bleeding and symptomatic fibroid uterus, along with constant right lower quadrant pain and multiple ventral hernias.¿ ¿abdomen obese. One midline hernia is palpable, others not.¿ ¿will have laparoscopic repair of ventral hernias by dr. G. After conclusion of planned tlh/bs [total laparoscopic hernia/bilateral salpingo-oophorectomy] today using davinci system. Planned left upper quadrant due to midline hernias.¿ implant procedure: hysterectomy, robotic tlh/bs [total laparoscopichysterectomy/bilateral salpingo-oophorectomy]. Lysis of adhesions. Laparoscopic incisional hernia repair with mesh 19 x 15 cm gore dualmesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/16472593, 15cm x 19 cm x 1mm thick, oval]. Implant date: (B)(6) 2018 [hospitalization dates: (B)(6) 2018]. ¿ wound classification: not provided. ¿ hysterectomy specimens: ¿uterus, cervix, bilateral fallopian tubes.¿ ¿ hysterectomy findings: ¿midline ventral hernia with omentum adhesed within it, from midline infraumbilical region to location of previous pfannenstiel, where a second defect was located. Enlarged uterus encased in sigmoid in sigmoid [sic] bowel adhesions emanating from antimesenteric epiploica. Ovaries and tubes were density [sic] adherent to each other and to uterus, bilaterally. Multiple fibroids. Normal appendix. Ovaries appeared normal and remain intact. Bilateral ureteral activity at conclusion of hysterectomy portion of case.¿ [operative procedure not provided] ¿ ¿dr. (B)(6) had patient in the operating room for her robotic hysterectomy. Please see her full dictation of that procedure.¿ ¿ description of hernia being treated: ¿I was then brought into the operating room. The robotic was undocked. We were then able to identify a hernia defect in her suprapubic space. This was the location of her pfannenstiel incision for her c-section. Dr. D. Had already removed the incarcerated contents. We were then able to continue with observing the rest of the abdominal wall. There was the most prominent defect, which was seen on her CT scan in her right of midline abdomen. Finally, then we were able to continue with measuring for the defect. Across the midline, the dimensions were 6 cm from the suprapubic space to above the 8 mm trocar site that was placed above the umbilicus was approximately 10 cm.¿ ¿ implant size and fixation: ¿.... We were able then to select a 19 x 15 cm piece of gore dualmesh. We placed gore-tex suture at the 12 and the 6 o'clock positions on the mesh. The mesh was rolled and then placed into the abdomen through the 8 mm trocar site. Finally, then we were able to continue with unfurling the mesh. Finally, we used the suture retriever to grasp the suture inferiorly first. The suture retriever was placed just superior to the pubis bone. We were able to bring the suture up without any difficulty. We then flattened the mesh and then brought the suture just above the 8 mm trocar site. The mesh was lying quite flat. We tied down these sutures without any difficulty. We then were able to use the securestrap ___ [sic] to affix the mesh circumferentially to the peritoneal surface lateral to the hernia defect. Finally, then we were able to place another gore-tex suture at the 3 and the 9 o'clock positions of the mesh . This achieved full transabdominal fixation. We then were able to inspect the abdomen for bleeding or any bowel injury, none was identified. We then were able to infiltrate with the rest of the 0.5% marcaine that was not infiltrated by dr. K.d. Around the perimeter of the mesh. We then were able to release the pneumoperitoneum. All the trocars were removed. We infiltrated with 0.5% marcaine. The skin was then closed using 4-0 monocryl. Dermabond was applied as a dressing. We then were able to place an abdominal binder.¿ ¿ (B)(6) 2018: progress notes. ¿pain controlled with meds; ambulating; tolerating diet. Abdomen exam: soft, non-distended, lap sited [sic] without erythema or drainage, binder intact.¿ ¿ (B)(6) 2018: discharge summary. ¿discharge diagnosis: anemia due to chronic blood loss. Chronic right lower quadrant pain¿ relevant medical information: ¿ (B)(6) 2018: surgery office visit. ¿follow up incisional hernia. Assessments: seroma vs retained mesh. Treatment: will reassess her abdominal wall in 6 weeks to see if her tenderness/seroma has resolved. If not, we will rect [sic] to see if she has any retained mesh causing her issues. History of present illness: returns to office 4 weeks status post laparoscopic incisional hernia repair. Reports her pain is improving but still present in the right lower abdomen. Deny any drainage from the wound. Exam: abdomen is soft. Incision is pink and healing well. No drainage. Tender in right lower abdomen. I feel some firmness in this area but she is too tender to examine deeply.¿ ¿ (B)(6) 2018: surgery office visit. ¿returning having problems from surgery. Follow up incisional hernia. Assessments: right lower quadrant abdominal pain. Treatment: pain is likely from her old mesh placed for a previous hernia repair as well as nerve damage . In order to remove the old mesh, we will have to perform an open operation with an incision from her umbilicus to her pubic bone to remove any foreign bodies found. Also discussed that the pain may not improve after we remove the foreign body as this may be primarily be caused by nerve damage . Will obtain CT abdomen to evaluate her most recent repair to ensure it is not contributing to this abdominal pain. History of present illness: return to the office 3 months status post laparoscopic incisional hernia repair. Reports having a right lower abdominal pain that she had preoperatively. Having no difficulty with her last operation. Denies pain in other areas of her abdomen. Pain is constant. Exam: abdomen: no open skin lesions. Obese, well healed incisions, large pannus. Tender in right lower pannus with difficulty palpating any masses due to the thick abdominal wall. No ventral hernias palpated.¿ ¿ (B)(6) 2018: CT a/p: ¿nonspecific sclerosis sacroiliac joints reidentified suggestive nonspecific sacroiliitis and or osteitis condensans ilii postsurgical changes mesh hernia repair ventral lower abdominal wall now present new from prior. Minimal fat-containing ventral abdominal wall hernia is suggested along the superior aspect of the mesh. Postsurgical changes right lower quadrant ventral abdominal wall again seen similar to prior with associated ill-defined soft tissue mass in the area of right lower quadrant surgical changes subcutaneous soft tissues an abutting the right ventral aspect of the rectus musculature. This mass like opacity measures approximately 4.2 x 3.8 cm axial image 66. This comparison with approximately 4.8 x 4.4 cm prior exam.¿ ¿impression: new postsurgical changes mesh hernia repair ventral abdominal wall with tiny fat-containing ventral hernia along the superior margin the mesh. Again, noted postsurgical changes right lower quadrant ventral abdominal/pelvic wall with indeterminate soft tissue mass within the right lower quadrant ventral soft tissues stable to minimally decreased in size.¿ ¿ (B)(6) 2018: history and physical. ¿history of endometriosis and hernia. Abdomen exam: medium pain, right lower quadrant. Plan: excision of right lower quadrant foreign body.¿ ¿ (B)(6) 2018: excisional endometrioma. Excision of foreign body including mesh and suture and tacks from the right lower abdominal wall. ? Wound classification: not provided ? Procedure: ¿an incision was made in the right lower pannus. We then dissected through the dermis and the subcutaneous tissues using cautery. We were then able to identify the very firm and scarred tissue in the right lower abdomen. We then were able to identify an edge what appeared to be the mesh. We used cautery to start developing this edge. There was no muscle involvement with this portion of the mesh. As we dissected close to the patient¿s pubis bone, we continued to peel the mesh off of the external oblique and the rectus. There was no penetration of the muscle of the mesh, however. We then encountered some brown fluid within the subcutaneous tissues. This appeared to be an endometrioma. This was quite a small one. As we continued our dissection, there was a much larger one that was encountered. We then continued to use cautery to completely remove the foreign body including the mesh [sic] what appeared to be prolene sutures along the endometrioma from the subcutaneous tissues. Along the mesh edges, there were also some metallic tacks. These were kept intact with the mesh and then excised from the subcutaneous tissues as well. As we continued with the excision off of the anterior fascia, we found that we were able to identify the contralateral edge of the mesh. We then were able to completely remove all of the foreign body in the endometrioma and this was marked appropriately and sent for pathologic review. We then turned our attention to the wound. The fascia again was intact. There were only very small areas of bleeding and these were cauterized. We then irrigated with saline. We infiltrated with 0.5% marcaine. We then were able to place a #15-french round blake drain into the deep subcutaneous tissues. We then were able to close the deep subcutaneous tissues with two layers of 2-0 vicryl. The dermis was then closed using interrupted 3-0 vicryl. We then closed the skin using 4-0 monocryl in a running fashion. Dermabond was then applied as a sterile dressing .... The specimen was the endometrioma and the foreign body including mesh, tacks, and prolene sutures from the right lower abdomen.¿ ? (B)(6) 2018: pathology: ¿foreign body, right lower quadrant, excision: mesh-like material (see gross description). Endometriosis with extensive hemosiderin laden macrophages. Gross description: ¿right lower quadrant foreign body is a piece of fibroadipose tissue which is ovoid, indurated, 6.5 cm from lateral to medial, 4.5 cm from superior to inferior, and 4 cm from anterior to deep. The nodule has been previously incised and there is red-brown hemorrhagic fluid exuding from the cut. At the lateral and deep margins, is a piece of mesh which measures 7.5 x 4.5 cm. The margin is inked as: superior ¿ orange, inferior ¿ black, lateral ¿ blue, medial ¿ green, anterior ¿ red, deep ¿ yellow. Sectioning reveals tan-white, dense, rubbery, fibroconnective tissue with honeycombed areas filled with red-brown, thick, hemorrhagic fluid. No discrete well-defined nodules are seen.¿ ? (B)(6) 2018: discharge instructions: ¿do not lift greater than 10 pounds for 2 weeks.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 16472593. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) . Office notes. No lifting over 10 lbs. Due to abdominal hernia. (B)(6) 2018: (B)(6) hospital. (B)(6) . Progress notes. Pain controlled with meds; ambulating; tolerating diet. Abdomen exam: soft, non-distended, lap sited without erythema or drainage, binder intact. Assessment/plan: status post repair of incisional hernia with mesh. Advance diet as tolerated, wear binder, mobilize, discharge when ok with gynecology, follow up in office. (B)(6) 2018: (B)(6) . History and physical. History of endometriosis and hernia. Abdomen exam: medium pain, right lower quadrant. Plan: excision of right lower quadrant foreign body. (B)(6) 2018: (B)(6) . Anesthesia record. Bmi: 43.1. Asa: 3. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.